Event description:
It was reported that during knee arthroplasty the drill became lodged in the tibial resection guide, bent and fractured. An additional drill and guide were used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: mg ii bone screw drill 3.2mm diameter, catalog #: 00512008500, lot #: 63651760. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2022-00397.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned bone screw drill and block cutter showed signs of repeated use and the drill bit was seized in the block cutter in one of the guide holes. The shaft of the drill bit was identified to be bent and broken. A burr was also identified in another guide hole. Dimensional analysis of the devices were conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.